Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.